Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for investigation. The root cause of this failure was not identified.

Event description:
The customer reported a faint beeping alarm in the patient¿s room and the pump displayed a ¿system error¿ message and all 3 channels were off. One of the channels was infusing norepinephrine and the nurse switched that line to another pcu and pump module. The patient¿s blood pressure was 90s/50s but went to the 70s at this time. The norepinephrine was titrated to improve the blood pressure. There was no lasting harm.